Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was cracked. The following information was received by the initial reporter with the following verbatim: the patient needed fluid rehydration after surgery for a left intertrochanteric fracture. When infusing fluid on (B)(6) 2023, when using a needleless connector to connect the infusion set, a crack was found at the needleless connector interface, which was replaced without causing any harm to the patient.

Event description:
Additional information: please confirm if any leakage was observed? No leakage was observed during precharging. Please can you confirm the make and model of all connecting products? The connecting product is wego 10ml syringe. Please can you confirm what medication was being infused at the time of the event? The issue is not related to injecting drugs.

Manufacturer narrative:
Correction: material number, expiration date, and date of manufacture corrected since initial. Investigation results: no samples were received for investigation of pr 9278683, in which the customer has stated: ¿when using a needleless connector to connect the infusion set, a crack was found at the needleless connector interface¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. The customer reported that they used the maxplus connector with a wego 10ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.